Event description:
It was reported that while using two fibers during a prostate procedure, both fibers were observed to "become end-firing" at 71,121 and 120,348 joules of use respectively. The physician was able to complete the procedure using a third surgical fiber. Patient outcome: "successful" - there were no complications or injuries reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the fiber cap exhibits severe devitrification and char the fiber is blackened within the glass cap. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.